Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a prostar xl device after an aortic valve interventional procedure. Reportedly, when removing the needles with the hemostat, sutures did not come out, so the operator had to retrieve each suture one after one. A second prostar xl was used with the same results. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other prostar device referenced is being filed under a separate medwatch MFR number.

Event description:
Subsequent to the filing of the initial medwatch report additional information was received: hemostasis was achieved with the sutures of the both prostar xl devices, after the sutures were manually retrieved one by one.